Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 3mm. Upon removal of the delivery catheter system (dcs) the valve dislodged to 0mm. A second valve was loaded to a second dcs and inserted. The patient became hypotensive and cardiopulmonary resuscitation (CPR) was performed. Cardiopulmonary bypass (cpb) was initiated and the device was withdrawn from the patient. The second valve was reloaded to a third dcs and successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.